Event description:
Over-infusion, one of three infusion pumps, not sure which of the three was used during the incident. At 6 pm, an infusion of 2100 cc of hyperalimentation and lipids was started. The pump rate should have been set at a rate of 76 cc/hr. At 7:45 pm the pt started to have a seizure, the pt's blood sugar was over 900. The bag of hyperalimentation had 625 cc left and the bag of lipids has 475 cc left. The pump was removed from the pt and sequestered.

Manufacturer narrative:
Investigation results: outlook 100 r (refurb) serial # (B)(4) is one of three pumps reported as possibly over infusing medication. The reporting facility was unsure which of the three pump was being used when the incident occurred and decided to report all three pumps. The pumps were sequestered and sent to the lab for analysis by the reporting facility and have not been returned to the MFR for eval. A call was placed to the reporting facility risk manager to obtain further details of the incident and to ask if the pumps would be returned to the MFR for eval. The risk manager did not answer any questions and instead referred all questions to the legal department. Calls to the reporting facility legal department were not returned. Without eval of the pump or the operational logs, the exact cause of the reported event could not be determined. If, at a later date the facility provided the pumps or operational logs for eval, a follow-up report will be filed.